Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. Her sensor glucose reading was 65 mg/dl but her blood glucose level was 122 mg/dl. The sensor and blood glucose level difference was not with an acceptable range. The insulin pump went into threshold suspend. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.